Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple different malfunctions occurred. The customer's blood glucose level was 102 mg/dl. Customer cleared the malfunction alarm and insulin delivery was able to be resumed.